Event description:
The device was used during a cystectomy procedure. Reportedly, it was difficult to place pin and decive misfired. The surgeon resected the tissue at the application site and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.